Event description:
A customer reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset and guided the customer through the process. After the reset, the cgm error code did not reappear, and the customer successfully started a sensor session.